Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh ((B)(4)) on behalf of the MFR arjohuntleigh, a branch of (B)(4)). There were 24 pumps located at the facility that were serviced between (B)(6) 2011. The arjohuntleigh bench tech supervisor reported that general repairs were done to all units, with no anomalies noted that would allow us to conclude that they would be able to burn a resident. Certain internal components within the flowtron excel pump produce a working temperature of approx 40 deg c. This does not penetrate to the external areas around a pump unit and w/o opening the pump casing, people within close proximity to the pump would not be subjected to excessive temperatures. In regards to the type of garment used, we have had confirmation from the facility that "venodyne" is a common name given to all types of garments, regardless of the MFR. We were advised that our l501m type garment is used at the facility, and that they use a 3rd party supplier to reprocess, but we have yet to receive confirmation that they were used in this incident. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
A pt was alleging that they had been burned by an arjohuntleigh flowtron excel pump units. The facility informed us that the pt suffered superficial 1st degree burns to both extremities (no hard copies or emails were going to be made available from them). Pt was treated and further outcome not yet released by facility.